Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed an ECG equipment malfunction message at power on. Coinciding with the failure message, the rfu indicator displayed a solid red x and the unit was emitting an audible chirp. There was no patient involvement.